Event description:
This lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2013 due to advisory recall. The physician was dr. (B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).